Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke during continuous suturing. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4). An empty opened folder and a dispensed suture of product were returned for analysis. The needle was not sent. During the visual inspection of sample, the suture was examined along of the strand and no defects or suture breakage were observed, however the ends of the suture were observed cut appears to be by use of the surgical instruments. A functional test was performed using a instron and the tensile force, were above the minimum requirements. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, no performance breakage suture were found and the tested sample met the finished goods requirements and the reported.